Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd flu+ syringe with needle experienced scale marking with double print. The following information was provided by the initial reporter: the syringe markings on this batch are significantly thicker than on other bd-flu stock we have on site.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/26/2022. H.6. Investigation: a device history record review was completed for provided material number 305832 and lot number 2007408. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, both a picture sample and the affected physical sample were returned for evaluation by our quality engineer team. Through examination of the samples, a syringe was a thicker scale marking was observed; however, the scale marking was still considered to be within specifications. The process used to print the scales involves a roller system which transfers the ink to the cliches (piece which has the scale marking embossed) and then the cliches transfer the scale marking ink to the syringe barrels. During the barrel marking process, there are some tolerances for acceptance of thick scales, which are within specifications and compliance with the applicable international organization for standardization regulations.

Event description:
It was reported that the bd flu+ syringe with needle experienced scale marking with double print. The following information was provided by the initial reporter: the syringe markings on this batch are significantly thicker than on other bd-flu stock we have on site.